Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
This is filed to report mitral stenosis. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade of 4. The clip was implanted successfully, reducing mr to 1. However, after deployment the mitral valve mean pressure gradient increased to 9mmhg. The patient experienced no adverse effects due to the increase. No additional information was provided.